Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number and expiration date unknown). (B)(4). Device will not be returned to manufacturer.

Event description:
Customer received a result of 28 mmol/l on the aviva system, and a result of 6.7 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the customer no longer has the test strips.